Event description:
The explant was performed at the discretion of the attending physician to address pain reported by the male patient approximately two years after its original implant surgery.the attending physician was contacted for particulars. The device was not reported as defective nor was it returned to kmi for evaluation.